Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The insulin pump was not exposed to a strong magnetic field or MRI. The alarm was not resolved with a set change. The insulin was not cloudy or expired. The blood gluocse reading was 3.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion test. Insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Motor was tested outside the device and passed. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.